Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a system error. There were no errors in the logs. It was indicated that the stylus did not align with the screen cursor and required the connection from the overlay to the printed circuit board (pcb) to be reseated. It was also indicated that the system fan was noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a system error. The programmer was returned for service. No patient complications have been reported as a result of this event.